Event description:
--

Manufacturer narrative:
At this time the device remains in service. Should additional information become available, this investigation will be updated.

Manufacturer narrative:
(B)(4). The device was electively replaced over two years after the initial clinical observations were reported. The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that the physician is upset and questioning the remaining longevity on this device. The local sales representative stated that on (B)(6) 2009 there was more than five years of longevity and now there is 1.5 years of longevity remaining on this device. Boston scientific technical services (ts) requested a save to disk and memory dump at the next follow up with this patient. No adverse patient effects reported. Additional information received from the local sales representative states that there were no complaints against the longevity of the device. The physician was questioning the remaining longevity. They plan to do a save to disk at the future follow up appointment seven months from now. No allegations against the device.